Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter in law reported via phone call low blood glucose levels. Customer's blood glucose level went below 50 mg/dl. Customer declined to troubleshoot for low blood glucose levels. Customer's daughter in law advised the patient changed the basal settings on their own without consulting with their healthcare provider which resulted in low blood glucose levels. The insulin pump will not be returned for analysis.